Event description:
It was reported that the implanted pacing lead had decreasing impedances and increasing pacing thresholds. There were several unsuccessful attempts to obtain the serial number of the lead and patient information. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.